Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; pfc*sigma/ov/dome pat 3peg, 41 patella component; unknown bone cement.

Event description:
Patient was revised to address pain and loosening of the patellar component at the bone to cement interface. Cement manufacturer is competitor. The previous surgeon did this patients knee in 2016. He used cr fb implants with a 41mm oval dome patella. X-rays showed well positioned and well fixed implants except for the patella. During the revision surgery, it revealed that 2 of the pegs had broken. Surgeon thinned the patella thickness and re-drilled for a new 41mm patella. It was cemented into place. Tracking was very good in flexion, so surgeon closed the wound. Doi: 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.